Event description:
Routine complaint investigation confirms a user complaint. The complaint identifies high readings out of range using a meter check strip. The check strip is intended to verify proper meter electronic functioning. No blood sugar results were obtained on the meter after using the check strip. These results under certain conditions, could have adverse clinical effects. No injuries were reported in the field.